Event description:
Procedure: lap chole. According to the reporter: the surgeon tried to close the bag manufactured by jss, yet the tip of the device was broken. The fallen piece could be retrieved from the pt. The staff used another device. There was no bleeding or tissue damage. The procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.